Manufacturer narrative:
Additional information: a1, b5, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible along two-thirds of the cartridge, starting from the proximal end. Functionally, the reload was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the device fired partially. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device did not cut. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sigmoidectomy, there were firing issues with the manual stapler. The surgeon squeezed the handle three times and then pulled the black knob back to open the jaws, a few staples were deployed and it did not cut. The issue occurred during the transection of the sigmoid. To resolve the issue, the device was replaced with a green reload. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Concomitant products: egiaushort egiaushort endogia ultra univ sht stap (lot p3g0259). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sigmoidectomy, there were firing issues with the manual stapler. The specific malfunction involved a partial fire where only a few staples were fired, and the device did not cut. The issue occurred during the transection of the sigmoid. To resolve the issue, the device was replaced with a green reload. No patient complications have been reported as a result of this event.